Event description:
In 2004, the patient had a surgical procedure involving bard composix hernia mesh at hospital. In 2006, the hospital was informed of a recall on bard composix mesh lot# 43lnd174. The patient was notified of the recall the same month and eventually developed symptoms that indicated that recalled mesh had perhaps malfunctioned. Mesh was successfully removed surgically 5 mos later.